Manufacturer narrative:
Date of event reported as 2018, exact date is not known. (B)(4) the device did not hold fixation post-op requiring additional surgical intervention. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent an open reduction internal fixation (orif) of the radial neck/head utilizing the variable angle (va) locking y-plate on (B)(6) 2018. It was further reported the fixation did not hold. Patient was returned to surgery on (B)(6) 2018 where surgeon removed the y-plate, four (4) va locking screws and four (4) cortex screws. This report is for one (1) 2.0mm cortex screw. This is report 9 of 9 for (B)(4).